Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: 31. Mar. 2004. Nonconformances were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial tfn-advanced¿ proximal femoral nailing system (tfna) case on (B)(6) 2017, the 5.0mm flexible shaft broke in half during insertion. The surgeon removed the broken shaft easily using vice grips. The surgery was delayed by less than ten (10) minutes. There was no reported patient harm and the procedure was completed successfully. After the procedure, the sterile processing department reported that the second flexible reamer shaft broke at the tip (captured in (B)(4)). Concomitant devices reported: synthes small battery drive (part # unknown, lot # unknown, quantity # 1), reamer quick connect (part # unknown, lot # unknown, quantity # 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was performed. One 5.0mm flexible shaft (part number 352.040 / lot number 2090792) was received with the complaint category of ¿broken: intraoperatively.¿ it was reported that the 5.0mm flexible shaft broke in half during insertion. The surgeon removed the broken shaft easily using vice grips. The surgery was delayed by less than ten (10) minutes. The complaint condition is confirmed as the flexible shaft was received with the proximal portion broken off. With the fracture surfaces aligned it was noted that not all pieces were returned. The balance of the device shows wear consistent with substantial use over the devices approximate lifespan of 12.75 years. No definitive root cause was able to be determined as the circumstances at the time of the issue are unknown. The roughly spiral break of the proximal shaft is consistent with accumulated exposure (fatigue) and/or a single high force exposure which exceeded the yield strength. A device history record (DHR) review, visual inspection, and drawing review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.